Manufacturer narrative:
National breast implant registry. A device history record is not available due to insufficient device data. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: ¿suspected/actual rupture/deflation.¿

Event description:
Healthcare provider reported via nbir a left side event of "suspected/actual rupture/deflation." The device status is replaced.